Event description:
Reporter calling, stating the inteliswab covid tests being given out at the "public library in (B)(6)" are faulty. Reporter states she obtained four boxes of inteliswab covid tests from her local library, and each box contains two covid tests. Reporter states she has had eight negative results using the inteliswab covid-19 rapid test, but that she actually has covid-19. Reporter states she must regularly covid test for her job, and she has tested positive for covid with binaxnow, ihealth, and flowflex, however she continues to test negative using inteliswab, and states these negative results are incorrect. Reporter states she has concerns that faulty covid tests are available at her local library for distribution to the public. "1001-0622, covay-2017, (B)(4)". Reference reports: mw5147412, mw5147413, mw5147415.